Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump had a blank display. The customer stated that the pump was accidentally submerged in the water, and ever since then, the pump has not been turning on, also has a crack at the back of the pump near the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the blank display, and the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with the flashing medtronic logo during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the flashing medtronic logo. Unable to download history files or traces due to the flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay and keypad overlay texture damage cosmetic damage was confirmed with cracked battery tube threads and cracked case (battery tube) during analysis. Blank display was not confirmed during analysis. The flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.